Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics four times due to hypoglycemia. The customer's blood glucose reading was 378 mg/dl at the time of the report. The customer was not feeling well enough to provide any add'l details concerning the events or to perform troubleshooting. The customer was advised to call back to perform troubleshooting. Nothing further was reported.